Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, cgm values were not populating which subsequently decreased their bg level. Bg was addressed by consuming glucose tablets. Tandem technical support conducted systems check and the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.